Event description:
It was reported that the product's air bubble detection alarm cannot be reset. Event occurred while patient use, during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a defective air detector. This will be replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.